Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A bubble test was performed on each received sample and no defects or seal damage was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large bore stopcocks were defective. The defect was further described as packaging were not sterile, air leak from the side of sealed edge. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.